Event description:
Customer had two different patient samples that did not reproduce for total protein. The first sample had initial total protein of 8.6 g/dl (accompanied by a data flag) that repeated as 7.1 g/dl. (Demographics for this patient are in section a). The second sample from a male, (B) (6), had initial total protein of 10.2 g/dl (accompanied by a data flag) that repeated as 6.4 g/dl (accompanied by a data flag). Erroneous results were not reported to the physicians so neither patient was adversely affected. Total protein reagent lot # was 62112501. The field service representative found a leaking valve was the cause and he replaced valves. He verified proper analyzer operation by performing calibration and qc.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.